Manufacturer narrative:
Additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.

Event description:
Update - alert date 30 jan 2017 ** (B)(6) confirmed there was no component loosening.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address component loosening and pain